Manufacturer narrative:
Lot # added. The device has not been returned; a retain sample of the same lot was evaluated by product analysis on 02/20/2015 with the following findings:....

Manufacturer narrative:
The device has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced blood glucose of 57 mg/dl with severe dizziness associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the loss of prime had occurred one time with that cartridge. Customer technical support advised the user to use a cartridge from another box. This complaint is being reported because the patient allegedly experienced hypoglycemia due to use error in not changing the cartridge.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/20/2015 with the following findings:a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test was performed with no failures observed. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. The lot was reviewed during incoming inspection and no failures were found.